Manufacturer narrative:
Physio-control evaluated the customer's device and could not duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's monitor unexpectedly shut off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. It was observed that the batteries were depleted and were from 2013. The outdated batteries were disposed of. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was determined to be the depleted batteries.

Event description:
The customer contacted physio-control to report that their device's monitor unexpectedly shut off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.